Manufacturer narrative:
An event regarding a wet package involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: the foam was stuck to the inner tyvek lid. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot.. Conclusions: the investigation concluded that the inner packaging was not wet. However, the foam was stuck to the inner tyvek lid. This is a known packaging issue. Packaging innovations is aware of this, and has issued a memo. The device¿s sterile barrier was not been compromised.

Event description:
Circulating nurse opened implant and presented to field; upon opening she stated that the inner package looks like it was wet. Examination of outer box showed no signs of water damage. Associate stryker rep stated implant package looked typical of other implants. The surgeon elected to use a different implant instead of the one in question.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Circulating nurse opened implant and presented to field; upon opening she stated that the inner package looks like it was wet. Examination of outer box showed no signs of water damage. Associate stryker rep stated implant package looked typical of other implants. The surgeon elected to use a different implant instead of the one in question.